Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed consecutive reboots leading to a depleted battery. There were multiple cs 128 alarms due to a discharged replace battery use. The returned battery cap was fastened and then unscrewed half turn with no reboots occurring. The ez prime steps were performed correctly without any power interruptions or duplicated alarms. The product performed within specification. Unrelated to the original complaint, moisture corrosion was observed in the battery compartment. A leak test was performed and passed. The pumps cover was removed and there was no further moisture ingress or intermittent condition found inside the power flex. (B)(4).